Manufacturer narrative:
Changed patient code to 1800.

Event description:
Clinic reported a patient who developed an abscess on right axilla 13 days post miradry treatment. The patient initially developed a fever (101 degrees) with upper respiratory symptoms about 4 days post-treatment. The right axilla became very red and swollen. Oral antibiotic (cefalexin) was prescribed by 6 days post-treatment. The right axilla started to drain purulent material. The treating clinic incised and drained the affected area 9 days post-treatment. Fluid from the drainage was cultured. Another antibiotic (doxycline) was prescribed 11 days post-treatment. Update: clinic reported the patient continued to have bilateral pockets of fluids and pus in axillae for 5-6 months post-treatment. Several courses of antibiotics and triamcinolone injections were prescribed but no signs of improvement. The treating physician suspected the symptoms were caused by a chronic skin condition, hidradenitis suppurativa.

Manufacturer narrative:
Clinic suspects the patient is a staph carrier but waiting for the culture results for confirmation. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The miradry treatment is indicated for use on adults, 18 years or older. The clinic was reminded patients should be 18 years or older as specified during training and in the user manual. The rate seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an abscess on right axilla 13 days post miradry treatment. The patient initially developed a fever (101 degrees) with upper respiratory symptoms about 4 days post-treatment. The right axilla became very red and swollen. Oral antibiotic (cefalexin) was prescribed by 6 days post-treatment. The right axilla started to drain purulent material. The treating clinic incised and drained the affected area 9 days post-treatment. Fluid from the drainage was cultured. Another antibiotic (doxycline) was prescribed 11 days post-treatment.